Event description:
Additional information received that the clinical event committee (cec) reviewed images and state that the embolism required medical or surgical intervention, however, intervention was not specified by the cec or physician.

Manufacturer narrative:
Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a lesion in the superficial femoral artery (sfa). Following atherectomy, a distal embolism in the tibioperoneal trunk and distal anterior tibial artery was observed via core lab angiographic imaging.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a distal embolization is a potential adverse event that may occur and/or require intervention with use of the system. (B)(4).